Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation and reportedly discarded by the user facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip labral repair and a competitor screw removal surgery on (B)(6) 2016, two synthes instruments broke. The competitor's 6.5mm cannulated screw was to be removed from the patient's femoral neck. The surgeon attempted to remove the screw using a synthes conical extraction screw, which broke during use. The surgeon next attempted to use a synthes reamer tube, and the tip broke and remains in patient. There was a one hour delay as a competitor's extraction screwdriver (correct screwdriver for screw) was being obtained. The competitor's screwdriver also did not work. The screw remains in the patient. The patient's postoperative status was reportedly fine. This report is 2 of 2 for (B)(4).